Manufacturer narrative:
Philips has investigated this complaint. When a philips service engineer inspected the system onsite the connection of the wireless footswitch was already re-established. There are two generations of wireless footswitches used in the field. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. It is unknown why the wireless footswitch did not connect. There are currently no wireless footswitches or base stations available for replacement. Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch lost connection. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.